Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified lateral cutaneous vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres. The device was removed without any problems, and the procedure was completed with another peripheral cutting balloon. No complications were reported, and the patient was in good condition after the procedure.